Manufacturer narrative:
This investigation is still under investigation.

Event description:
Litigation alleges that the patient suffers from pain, throbbing, mobility issues, and metallosis. (B)(6). **update** (B)(4) 2012 - medical records were received from legal. Part/lot information was identified. Records are available on disc if needed for further review. It was also noted in the revision operative report that the stem was loose and the cup was in a vertical position, so they were added to the complaint. The liner removed was reported on (B)(4). Dor: (B)(6) 2011.

Manufacturer narrative:
The devices associated with this report were not returned. A search of the complaint database found no additional related reports for the reported part and lot code combinations. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.